Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Rite functional and electrical testing was performed. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:41:27. During night drain cycle three, the patient drained 4036 ml, with a maximum programmed fill volume of 2400ml. No additional information is available.